Manufacturer narrative:
Customer did not report any calibration failures or system errors. A field service engineer (fse) went on-site (B)(6) 2011 and investigated water intermittently pooling under reagent probe and precision issues with various cartridge chemistries. Customer had replaced cc sample syringe before fse arrived. Fse adjusted lamp voltage, made applicable photometer adjustments, replaced both wash valves behind reagent probes, replaced reagent probe collar wash valve, all 3 wash/vacuum valves and various cuvettes. Fse calibrated all cc chemistries and ran qc which was acceptable.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic results for cartridge chemistries generated by the unicel dxc 600 pro synchron clinical system. The results provided by the customer are shown. The customer is now running in duplicates. There was no death, injury or change to patient treament attributed to or connected with this event.